Event description:
It was reported that the patient was implanted with an advance sling. It was further reported the patient had incontinence that was worse than baseline and was implanted with an alternative continence device. No additional patient complications were reported in relation to this event.